Manufacturer narrative:
Approximate age of device- 29 days. Manufacturer's investigation conclusion: the patient remains ongoing on heartmate 3 lvas. A direct correlation between hm3 lvas, and the reported event could not conclusively be established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2018. It was reported that patient had low hemoglobin and a gi bleed was suspected. Patient was scoped and some ulcers that were cauterized. The patient is now stable and no bleeding issues were reported. The patient remains ongoing with the lvad device. No further information was provided.